Event description:
It was reported that after the foley was inserted, urine began leaking around the catheter.

Manufacturer narrative:
It was reported that after insertion of this catheter, urine was found to be leaking around the catheter. The facility attributed the leaking to a balloon that burst. Minimal details were provided regarding the incident. The catheter was removed and replaced. The facility confirmed that no patient injury resulted. The sample was returned and evaluated with residual urine present in the drain bag. Visual inspection of the catheter did not reveal any defects or abnormalities. The catheter balloon was tested and found to be intact. It inflated and passively deflated as intended. There were no issues with integrity of the catheter balloon. We were unable to confirm the report of a burst balloon. It is not known if bladder spasms were a contributing factor to the leakage around the catheter. A root cause has not been determined.